Event description:
Cancer pt. With epidural fentanyl for pain control. Pain arise, then bed noted to be wet. Exploration of drag & connection revealed needle still in epidural access port, tubing & wing separated from needle.pt. Observed over 1 wk - no infection attributable to open epidural site